Event description:
As part of the patient's standard glucose monitoring protocol, an evening finger stick was performed using point of care testing via the accu check inform ii glucose meter. The initial results displayed a reading of "rrlo with a message w-150 out of reportable range, verify with venous collection." A repeat test was done on another accu check glucometer that displayed the same results. Staff interpreted the w-510 out of reportable range to be an actual glucose reading and reported these results to medical staff. This misinterpretation of the results in the patient receiving additional insulin coverage. A review of the case and blood glucose management was undertaken and it was determined that the display message from the accu check contributed to staff misinterpretation of results. It was further determined that the actual display from the accu check inform ii blood glucose monitor may represent a design flaw in that it displays a numerical value associated with an out of reportable range message which would require further medical management.